Manufacturer narrative:
One cadd solis vip pump was received with contamination by the usb port and the downstream occlusion (dso) sensor seal. The event history log was reviewed and there was a "cassette not attached properly" message. A disposable cassette was attached to the pump and the functional test passed. The reported issue was unable to be duplicated. The cause of the issue was unable to be determined. However, there were some traces of fluid ingression noticed by the dso sensor. The dso sensor will be replaced as a preventative measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump (2120) pump produced the following alarms: cassette not attached. The product problem was observed during testing. There was no patient involvement.